Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and the insulin pump had an error in the hardware low level failures. The customer blood glucose level was 473 mg/dl at the time of incident and the current blood glucose of the customer was 320 mg/dl. Customer report other blood glucose value was 268 mg/dl. The customer reported that their insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer reports displacement test passed. Customer reports the insulin pump had an error in the hardware low level failures occur during self test. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No motor movement or negligible movement. Retries to free a stuck motor failed error during testing. Hardware low level failures confirmed in the device history and during self test due to broken trace.